Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation clarified the customer's initial symptom of unknown alarm as system error 345. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were verified through a review of the event history log and found to be caused by an out of specification downstream thermistor sensor. The downstream force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown alarm during pressure procedure of preventative maintenance. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.